Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
This is the sixth of seven reports (same problem, same reporter, same product ID, different serial numbers). It was reported that when the battery was inserted into the cam02 monitor and the device was turned on, the following error showed in the display: error 1057. System error: power board failure detected. System must be serviced. Contact technical support. Software: 963. Embedded core 569. Sensor firmware 447/549:41588. Power firmware 136/540: 62508. Os: 29. No revision intervention was required. No delay in surgery due to the product problem. The problem was detected by the distributor's service department before the devices were shipped to any customer. The distributor commented that the problem occurs when the device is turned on the first time or after it is turned on/off several times. Their service department has detected that this error randomly occurs when the battery is at "critical level" because when it is charged, the error disappears. When the device is in "charging process", the error doesn't exist either. Currently, all the cam02 checked by the distributor's sales department works properly with the battery charged. The distributor reported that the devices won't be returned as they are functioning correctly.

Manufacturer narrative:
Integra completed its internal investigation 8/7/2015. The investigation included: method: DHR review review of complaint management database for similar complaints. Results: the DHR pack was reviewed for cam02 monitor serial number (B)(4). Date of manufacture: 2015 ¿ apr. All the functionality tests were carried out accordingly and all results of the tests were recorded as within specification prior to the cam02 monitor been released. Based on the complaint communications, it can be concluded the incident was a result of a low battery producing an e1057; therefore a review of cam02 complaints was completed using the key word ¿e1057¿ in the search criteria for battery related complaints. The review encompassed dates 07-jul-14 to 14-jul-15; (B)(4) complaints contained the search criteria. Conclusion: the cam02 monitor serial number (B)(4) was not returned to integra for failure analysis investigation. The reporter confirmed the cam02 monitor will not be returning, however, provided details of the incident. The information provided clarified the error code encountered occurred when the cam02 monitor was powered on with a battery at ¿critical level¿. The reporting facility prim communicated to manufacturing investigator, further details of the incident. The communication verified the error code e1057 occurred when the cam02 monitor was powered exclusively with a critical level battery. When the cam02 monitor was powered exclusively with the ac power adaptor ((B)(4)) the cam02 monitor performed to specification. In addition, the reporter verified when the cam02 monitor was powered exclusively with a fully charged battery the monitor performed to specification. The error specifically occurred when the cam02 monitor was powered on with a critical level battery. Communication was provided to the reporter to provide guidance of the battery charge levels and the requirements of the battery use with the cam02 monitor. The communication received by the reporter verified the cam02 was working to specification and the root cause of the complaint incident was a result of the cam02 monitor being powered on with a low level charged battery. The manufacturing packing process was reviewed. This review verified that all batteries provided with the cam02 monitor must be shipped with a low battery level to confirm to lithium battery regulations. In addition the review verified there are no assignable cause and/or anomalies associated at manufacturing process of the cam02 monitor production process which could contribute and/or be related to the reported incident. Based on the packing process review the cam02 user guide 60904052 rev a was reviewed for clarification of the use of a battery with the cam02 monitor to ensure adequate instructions are provided to the user for battery charge levels and use of the cam02 monitor with the battery. The review verified the following: chapter 2 ¿ setting up system for the first time ¿ step 7 provides guidance to the user to charge the battery to full capacity; chapter 3 ¿ setting up system for clinical use; guidelines are provided to the customer to fully charge the battery when used for patient transport. In addition instructions are provided to the user to ensure the battery maintains charge during patient use, always plug the monitor into an ac outlet when possible; chapter 4 ¿ provides guidance on the battery charge levels referencing illustrations of battery charge levels indicated on the cam02 monitor¿s screen. The user guide review verified adequate instructions are provided to the user regarding battery charge when using the cam02 monitor. The root cause of error code e1057 was verified as the cam02 monitor was powered on with a low level charged battery. The cam02 monitor was verified as performing to specification.